Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module. The initial result was 3.15 mmol/l and was reported outside of the laboratory. The clinician felt it was not consistent with the patient's clinical manifestations and requested repeat testing. The repeat result on the same analyzer was 2.41 mmol/l. The repeat result on another cobas c702 analyzer was 2.47 mmol/l.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.